Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited episodes of noise, increased capture thresholds, and low out of range pacing impedance values. On (B)(6) 2019 the lead was capped and replaced. The patient's condition was stable throughout the procedure.